Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was revised due to increased rv lead impedance and capture threshold. The lead was replaced.